Event description:
A power source alert 07 was reported by a caller. The caller's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer tried plugging the charging cable into a wall adapter and resolved the issue, as the pump began charging. No further assistance was required.